Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 65 mg/dl measured on a dexcom g6 and treated with four glucose tablets, after which blood glucose rose to 78 mg/dl; troubleshooting and education addressed low glucose and confirmed that cgm calibration was not used. Symptoms included palpitations, muscle spasms, and abdominal pain consistent with hypoglycemia. Outcomes included recovery at home without hospitalization. Investigation included complaint handling with user guidance on monitoring and education regarding low glucose management. Investigation of this case revealed no device malfunction or component issue identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.